Event description:
It was reported that the 2.5x12mm device met resistance during advancement onto an unspecified guide wire and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new device was used to successfully complete the procedure. There was no additional information provided. Additionally, the device was returned with the distal shaft (balloon and proximal seal) separated. Follow-up information received from the account sated that the device did not separate the procedure; however, it could not be definitely said that the device separated during handling for return.

Manufacturer narrative:
(B)(4). Evaluation summary: although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. The device was returned for evaluation. The reported difficult to position/guide wire resistance was not confirmed. However, the device was returned with the distal shaft separated. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position/guide wire resistance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.